Event description:
Implantable neurostimulator interrogation revealed impedances greater than 10,000 ohms on all electrode pairs. The pt was taken to the operating room for revision. There the pt was able to feel some stimulation. It was determined that impedances were high on only 1 of the 2 leads. Additional information has been requested. A f/u report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).